Event description:
It has been reported that the system did not start up fully and was down. The system was not in clinical use at the time of the event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed the system did not start up fully and system down. Fse found that the dc power supply is defective in the r rack. Review of log file stated that the system had voltage error on output 24v1 bank-a r-cab. The fse installed dc low voltage power supply. After installation, the system was returned to use in good working order. The codes were updated based on the investigation outcome.